Event description:
The hospital csicu staff attempted to administer a defibrillator shock to a post surgery patient diagnosed in ventricular tachycardia. The device allegedly failed to charge unless the charge button was pressed and held until the defibrillator completed charging. Approximately 50 shocks were administered to the patient over the period of several hours. Each time the device allegedly operated in the same manner. The reporter indicated there were no adverse affects to the patient reported as a result of the alleged malfunction.